Event description:
It was reported that multiple cartridge alarms intermittently occurred during insulin delivery. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level. Reportedly, customer reverted to manual injections for insulin therapy.